Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support has already addressed the issue by sending out a replacement pump to the customer.